Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for non-malignant pain. The patient stated that their recharger was not working properly. When asked to clarify the patient described seeing the reposition antenna message and a poor communication message. The patient stated that it happens off and on. The patient stated that usually if it is a poor connection, they see the charging in progress screen with zero boxes so they move it and get better coupling. They have never seen the reposition antenna message. The difficulty to get a strong connection (good coupling) seems to be effected by which room they are in. Troubleshooting done on the call included repositioning the antenna over the ins. The patient moved the antenna paddle and was immediately able to get 8 coupling bars. Repositioning the antenna resolved the issue. There were no falls/traumas/weight gain or loss related to the issue. Patient services reviewed the importance of antenna placement. The issue began 3-4 days ago. There were no patient symptoms reported and no complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the cause of the issue was the patient was not pushing the button right. No further complications were reported.